Event description:
The customer reported to olympus that the evis exera iii video system center has been repaired multiple times due to the fact that there is no image present when using 180-series scopes. The olympus technician has been at the location three times to install the subject device, and the device has been returned to the customer from olympus repairs (unrepaired/deemed operable). The customer has tried multiple 180-series scopes and changed the maj-1430/videoscope cable exera ii, but still has the same issue. All 180-series scopes and maj-1430 scope communication cables have worked properly on a second cart, and the 190-series scopes operate properly with the subject device. Also, all loaner cv-190 evis exera iii video system center processors sent to the customer have operate properly. All troubleshooting has been attempted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the unit still has the same issue as when it had from the previous device returns (rmas 22164033 and 22129947): does not work with 180-series scopes. Additional issues were identified during the device evaluation: the hardware was not properly mounted(loose) and does not work with 180 series scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the poorly fixated/loose internal hardware could not be identified. Olympus will continue to monitor field performance for this device.